Event description:
Pump reported to be set at 33 ml/hr with a buretrol filled with 33 mls of total parenteral nutrition. When pump indicated the volume had been infused, the buretrol still had 7 to 8 mls left. No patient injury resulted.